Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, no relevant visible damage was detected. The device connector, connector pins, handle/ body, shaft, and electrodes appeared to be intact. Functional inspection was performed via inline testing. Given the reported event, per re-inspection documentation, the device was found to be eligible for rejection based on the following relevant reject codes: 11, electrical failure - (electrode #1) 46, wave. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is electrical failure as a result of mishandling, including shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) state: - do not submerge the proximal handle or cable connector in fluids; electrical performance could be affected. - use both fluoroscopy and electrograms to monitor the advancement of the device to the area of the endocardium under investigation to avoid vascular or cardiac damage. - do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. - do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that for the catheter there was a bad electrode cs 9,10. There was no patient injury or medical intervention and extended procedure time reported was two minutes. These are commonly used devices that are readily available.